Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that surgery, on an unknown date, the unit was in need of repair as the handle was not ratcheting. The graft can rotate the handle a full 360 degrees, but not with the ratchet. Additionally, there was a break handle noted. There was no patient impact or delay reported. Due diligence is complete.